Manufacturer narrative:
(B)(4).   Attempts were made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.   The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? Onset date/time of the pain from surgery? What are the patient comorbidities/concomitant medications? Were any concomitant procedures performed? Location and character of the pain? If reoperation was performed please provide date and surgical findings what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and the mesh was implanted. It was reported that the patient had pain from the device so the mesh was removed. Additional information was requested.